Manufacturer narrative:
A single used 011-mc100 microclave clear connector was returned and confirmed with the housing broken from the snap fitment of the male luer. There was crazing/cracking present and visible on both the body component and male luer component suggesting environmental stress led to the breakage. The probable cause of the breakage is typical of environmental stress breakage during use.

Event description:
The event involved a microclave® clear connector. The reporter stated that staff had been taking blood from the patient¿s line, when it suddenly broke into smaller pieces. This connector had been in place for three days. The connector was changed. The mating device was a syringe. There was patient involvement but no patient harm.